Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was using tens therapy for 2 hours when they noticed that the stimulation in the buttocks area was too high and felt ¿like it was pulsating¿. They also stated that they felt a small cramp in their toes when using the tens unit. The compatibility of the tens with the implanted device was reviewed with the patient and it was recommended that they follow up with their healthcare professional (hcp) to check the device. There were no further complications reported or anticipated.